Event description:
Journal reference: hassouna mm, elkelini ms. Early versus late treatment of voiding dysfunction with pelvic neuromodulation. Can urol assoc. J. 2007;1(2): 106--110. We examined patient response to pelvic neuromodulation when it was applied early versus late in the post diagnosis of voiding dysfunction. We conducted a retrospective study of 42 patients (38 women and 4 men) with voiding dysfunction who underwent surgery for implant of interstim. Reportable event: in the early group, one patient had poor response due to a wound infection.